Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was that during preparation of chemotherapy medication doxorubicin, the piston leaked on a 50 ml bd¿ syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
A sample was returned for evaluation. Investigation summary: one unused sample unit was received for evaluation by our quality engineer. Upon visual inspection of the unit, no damages or molding defects were observed on the syringe that could have contributed to the alleged defect of leakage. The stopper was correctly assembled within the plunger. This issue is not related to a manufacturing defect. No damage or molding defect has been observed in sample received. It meets iso7886 annex d and no incidence happened during manufacturing process so, a definitive root cause cannot be determined.

Manufacturer narrative:
Investigation summary: no samples or pictures have been received for investigation. Ten retained samples of 50ll lot 1706255p were evaluated. On visual inspection of these ten samples, no damage or molding defect can be observed in any of them and the stopper is correctly assembled. DHR of lot 1706255p has been reviewed not finding any annotation or deviation regarding the alleged defect. During assembly process mechanical leak test is done to every syringe. In case any fails it is rejected automatically to scrap. Final products in this manufacturing line for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Leak test was carried out with the 10 retained samples according to procedure and iso 7886-1 annex d. The 10 samples meet iso 7886-1 annex d. They were disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. Investigation conclusion: this issue is not related to a manufacturing defect. No damage or molding defect has been observed in retained samples evaluated. Results for retained samples test meet iso7886 annex d and no incidence happened during manufacturing process so, a definitive root cause cannot be determined.